Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg implantable cardioverter defibrillator (ICD): (B)(6) 2009. (B)(4).

Event description:
It was reported by remote transmission the right ventricular (rv) lead had high thresholds and intermittent loss of capture. The lead is still in use. No patient complications were reported as a result of this event.